Event description:
It was reported that a cartridge change error occurred. Multiple follow ups were made to obtain additional information, however, a response was not received. There was no reported adverse impact to the customer's blood glucose level.